Event description:
The reporter stated the aa4203tl silicone single piece lens cracked in half as it was leaving the injector and the inserted it in the eye. The lens was removed and another same type of lens was implanted without any patient injury. The customer stated the lens was loaded by an experienced tech and they believe there was a problem with the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. No known consequences or impact to the patient, crack. Evaluation method: lens work order search. Results: visual inspection of the returned lens showed it was cut into 2 pieces and half of the lens was torn off and missing. There was a brown surgical residue on the surface of the lens. A lens work order search revealed there were no similar complaints found within the work order. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. Qe has opened CAPA investigate issues involving cracked optics on the silicone lenses. When the investigation is completed , a supplemental medwatch will be submitted. (B)(4).